Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the below knee artery. A 2mm x 20mm x 142cm coyote es catheter balloon was selected to dilate the lesion. During the first inflation, the balloon ruptured at 6 atmospheres. The procedure was completed with another of the same device. No patient complications was reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter with no original packaging or other devices. There was contrast and blood in the inflation lumen and blood in the balloon. The balloon was loosely folded. Microscopic examination of the balloon and shaft revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall over the distal edge of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the pinhole. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the reported event. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the below knee artery. A 2mm x 20mm x 142cm coyote es catheter balloon was selected to dilate the lesion. During the first inflation, the balloon ruptured at 6 atmospheres. The procedure was completed with another of the same device. No patient complications was reported and the patient's status is good.